Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of homechoice cassettes leaked. This event occurred during use with patient involvement. Fluid was found under the homechoice after dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.